Manufacturer narrative:
Additional information received indicated: the controller passed visual and functional examination. A review of the controller log files revealed electrical faults on both the front and rear stators due to intermittent connection between the driveline and controller, which may have contributed to the reported event. Investigation is ongoing.

Event description:
Approximately twenty-seven months after the implantation, the site reported that the patient had had a pump stop event and that the pump had not re-started. This event had been reported to them by emergency response team. The ambulance team did report that there was no visible damage to the driveline connector or to the controller port. The ambulance team was unable to bring the patient to the vad-implanting facility (in berlin) due to geographical distance and the patient was taken to another closer facility ((B)(6)). During the transfer of this patient to the facility in (B)(6), preparations were being made to exchange the patient's pump. However, the patient decompensated while being transported. His condition necessitated cardio-pulmonary resuscitation which was ongoing when they arrived at the hospital despite all efforts, the patient did not respond to therapeutic treatment and he expired later that day. Preliminary review of the controller log files revealed several electrical fault alarms on (B)(6) 2014. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Pump (B)(4) was not returned to heartware for evaluation as it was left in the patient and no autopsy was performed. Review of the manufacturing documentation confirmed that the hvad pump (B)(4) and controller (B)(4) met all specifications for release; there is no evidence to suggest that the manufacturing processes caused or contributed to the reported event. Evaluation of the returned controller indicated that the controller functioned as intended. A review of the controller log files associated with this event confirmed the reported pump stop event and failures on both the front and rear stators. Previous complaints indicated a history of driveline damage and repeated splice repairs with this patient. Driveline wire damage is a known potential complication associated with all patients implanted with vads and can be caused by a multitude of factors. Additional review of the controller log files, revealed an incidental finding of "critical battery" alarms. It has been demonstrated that this issue is most likely related to a faulty internal cell pair or a communication issue between the controller and the connected battery. While the cause of the reported event cannot be determined because the hvad pump and driveline were not returned for evaluation, the most likely root cause of the event are intermittent shorts or opens in the connector or cable of the driveline. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer . Additional information will be submitted within thirty (30) days of receipt.